Event description:
The wand was received for analysis. Analysis of the wand was completed on 11/09/2015. Continuity testing of the serial data cable and the battery cable passed. After the battery was installed, the programming wand performed according to functional specifications.

Event description:
It was reported that the patient's generator was unable to be interrogated at the patient's last visit. The wand battery was replaced and checked; however, the generator was unable to be interrogated. It was reported that the device did not interrogate different generators; however, attempts to obtain additional relevant information have been unsuccessful to date.

Manufacturer narrative:
Corrected data: new information received corrects the suspect device.

Event description:
Further follow-up revealed that the physician's wand was not able to communicate with multiple patient's generators rather than just one specific patient. It was reported that another wand was used which was able to communicate with the generators. The wand is expected to be returned for analysis, but has not been received to date.